Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion confirm meter was giving variable readings. (B)(6) found in her mother meter tests result of 28 on (B)(6) at 9:30 am, then a result of 179 pm (B)(6) at 9:31 am and then 169 on (B)(6) at 9:32. She wasn't present so she is unsure of the technique that was used for testing. She doesn't think her mother had eaten or taken medicine before this incident. She thinks she may have had some water. She doesn't think her mother was experiencing any symptoms. They don't have control solution. Replacing product.